Manufacturer narrative:
A ge service representative performed an onsite investigation. The flash memory was cleared and the calibration files and nodes were reloaded. The cables were checked and the connector was reset. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication error message and locked up. No pt injury was reported.